Event description:
It was reported that the patient was presented to the facility for a routine pulse generator replacement due to a normal elective replacement indicator. The right ventricular lead exhibited high impedance. The lead remained implanted.